Event description:
It was reported when the device was used during a lobectomy, on the initial firing the staples did not deploy. The patient required 2 units of blood. There was no further patient consequence reported.